Event description:
Per the info provided to co by physician's office, the device was removed due to a "tubing break at the pump". As reported to co, the pump and some assembly kit component(s) only were removed and replaced. 2/12/97-upon receipt of add'l info requested from the physician/surgeon, he stated, "the pump component only was removed due to a mechanical malfunction, secondary to a break in the tubing in the left cylinder, just above the pump". Additionally, he stated,..." Leakage site was observed when the scrotal pocket was opened as well as no excessive tubing lengths". Additionally, he stated,..."there was nothing noted in the positioning of the device which could have caused stress(es) and there was nothing noted in the pt's history which could have contributed to this occurrence".

Manufacturer narrative:
According to the available info this inflatable penile prosthesis was implanted on 11/3/96 and revised on 1/23/97 due to a "tubing break at pump." In the received info the physician stated that the break was located in the "tubing from [left] cylinder, just above the pump." The physician stated that no kinking was noted, that the tubings lengths were neither excessive nor inadequate, and that the device was not in a position that would have cause stress(s). In addition that physician stated that there was no info apparent in the pt's history that would have contributed to this occurrence and that the device was not damaged during the explant procedure. A pump component was returned for evaluation. Examination and testing of the returned component revealed a partial separation of the serialized outlet's strain relief. Examination of the surfaces of the separation revealed markings characteristics of stress(s) induced rending. Posteriorly located a crease mark is noted in the strain relief. Further examination revealed that the monofilament was retracted from its original position in the serialized outlet. Based on qa's examination and the info provided qa concluded that while in-vivo the serialized outlet's strain relief was partially kinked. Qa further concluded that this positioning, in combination with device usage over time which may have included the repetitive over extending and/or torquing of the exiting tubes, contributed to sufficient stress(s) to rend the strain relief at this site. This separation would allow the loss of fluid and render the device inoperable.